Manufacturer narrative:
Device passed displacement test. However, device alarmed a33 during basic occlusion test due to loose and flush drive support disk. Unable to perform occlusion test, prime or a33 test or excessive no delivery test due to a33 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.